Manufacturer narrative:
A review of the further investigation record has been completed. There is enough evidence to support that work order 2833584 was manufactured under controlled conditions in accordance with allergan procedures. It was confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30021443 and 30021478 are not related to any additional complaint infection record reported as of today. No adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported ¿nipple infection¿ and ¿hot flushes and blood test results showed decreased white blood cell count.¿ this relates to the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is infection (late onset). Reoperation has not been scheduled at this time.

Event description:
Patient reported ¿nipple infection¿ and ¿hot flushes and blood test results showed decreased white blood cell count.¿ this relates to the left side. Device remains implanted.